Event description:
Event description cpi received information that due to probable lead fracture at 1st rib clavicle, this endotak transvenous defibrillation lead (0075) was removed from service, and replaced with a downsize plus defibrillation lead (0095).